Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report number: 1627487-2019-00583. It was reported that the stimulation on the scs system was reducing on its own. Diagnostics revealed high impedances on both lead contacts. As a result, surgical intervention may be pending to address the issue

Event description:
Device 2 of 2. Reference MFR. Report number: 1627487-2019-00583. Additional information received that surgical intervention took place on (B)(6) 2019 where the physician attempted to replace both leads. During the procedure it was revealed that both leads were fractured. Physician was unsuccessful in placing the new leads due to scar tissue. As a result, the whole system was explanted.